Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this right ventricular (rv) lead was admitted to the hospital following a syncopal episode; the physician did not suspect device involvement. It was noted that the patient was admitted one day following the start of a new drug treatment. At that time it was also noted that this rv lead exhibited gradually increasing/high, but in-range, shock impedance measurements for several months prior to their admission. No immediate action was taken regarding the patient's implanted system and they were scheduled for another follow-up approximately 2 months later. Additional information was later received indicating the patient presented for follow-up at which time high out-of-range shock impedance measurements were observed. Boston scientific technical services (ts) provided feedback and noted the increase appeared gradual and not indicative of a lead integrity issue. No anomalies were observed upon manipulation of the device while measurements were being collected. The upper limit for shock impedance alerts was increased and the patient will be monitored remotely in between clinic follow-ups. No adverse patient effects were reported. This system remains in service.